Event description:
After insertion - scissors were opened to cut tissue - scissors jammed open - unable to use. Port and scissors had to be removed - another port inserted, another pair of scissors (same brand) used. Pt status ok.